Event description:
The customer reported that the unit wouldn't power on. When a ventilator was plugged into alternate current (ac) power the amber power switch light emitting diode (led) illuminated but the battery led is not illuminating. The customer stated that there was no patient harm involved with this incident; the device was not in patient use. The device was evaluated by the customer and a philips field service engineer (rse). The fse reported that the reported situation could not be duplicated. The fse tried turning the unit on in every single situation possible but the unit always turned on normally. The customer was informed and he was not able to duplicate the complaint as well. The philips field service engineer (fse) replaced the power management printed circuit board assembly (pcba) and internal battery as a preventive measure. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported.

Manufacturer narrative:
The power management board was returned for failure analysis. No anomalies noted during visual inspection. Failure analysis was performed; the customer complaint cannot be verified. The system powers on and runs normally; no fault was found.